Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): serf 05-2023 patient was revised due to hip joint infection. There was no surgical delay.

Event description:
No new information.

Manufacturer narrative:
Update of catalog product number in section d4. Correction of product code in section d2b. Correction of common device name in section d2a. Reported event: an event regarding infection (leading to revision) involving a bi-mentum pe liner 28/49 was reported. Conclusions: the product was not returned, no product for investigation can be performed. No x ray has been provided, no information. The lot was released in compliance with specifications. Serf has no evidence to determine the cause of the complaint. Revision leading to implant replacement can be caused by several factors that cannot be demonstrated due to lack of information. Serf devices involvement is unlikely in these cases. The cause of the problem cannot be confirmed. Corrective action/preventive action: no action is required.